Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual examination of instrument did not reveal any material or functional issue in terms of fracture, cracking, wearing or breakage. Functional evaluation performed on instrument with two sample set screws and three sample broken off set screw heads within the driver barrel. Both screws were broken off without issue, and the heads were properly retained within the instrument. Additional sample set screw break-off heads were properly retained within the instrument when turned upside down. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the driver will not hold the broken off portion of the break off setscrew. No patient complications were reported.